Event description:
The customer reported that she felt pain during insertion, that her blood glucose rose to the high 300s (mg/dl), and that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.